Event description:
Customer called to report that her belt clip broke. Blood glucose reading was 43 mg/dl. Customer stated that she will treat the low blood glucose with a fruit and vegetable drink. The customer mentioned that the belt clip was slipping off of the insulin pump and not latching securely. The damage occurred when the customer bent down to pick something up. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.